Event description:
A customer reported generating positively biased troponin I results with quality control (qc) fluids. A malfunction of this type could cause biased results in assays that may be used in critical diagnostic applications. There was no report of pt harm as a result of this event.